Event description:
It was reported that during a meniscal repair surgery, after t2 deployment and before the suture tightening of an ultra fast-fix, the suture broke. The broken pieces and both t implants were retrieved from the patient, with tweezers; no implants were left behind secured. Surgery resumed after a non-significant delay of less than 30 minutes, with a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection revealed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were returned off the needle. One implant is loose from the suture and shows evidence of contact with another sharp instrument. The other implant is partially attached to a damaged suture. The suture has evidence of intermittent breakage of the individual strands. The variable depth straw has been trimmed. Bio debris is present. A functional evaluation could not be performed because both implants have already been deployed. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image found the device with a detached suture besides it and a implant detached from it. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specifications, found the suture is required to be accompanied by a material certification of analysis for each lot used. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include use of sharp instruments to manage or control the suture that can cause breakage of the suture. No containment or corrective actions are recommended at this time.